Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012139198 was returned and analyzed. Visual inspection of the shaft area was performed and identified a shaft kink/twist at approximately two inches from the tip. The native dilator was not returned. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. In conclusion, the difficulty inserting the sheath into puncture site of the right thigh was not confirmed through analysis and the sheath failed return inspection due to a shaft kink/twist at approximately two inches from the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when inserting the sheath into the puncture site of the right thigh, there was a level difference that became stuck and the sheath could not be inserted. The sheath was replaced with another manufacturer's product which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.